Manufacturer narrative:
An event regarding fracture of a triathlon patella was reported, review of the provided documentation by a clinician suggested femoral component rotatory malposition. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibial) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the reported lot referenced. Conclusions: the medical review indicated that suboptimal bone resection during preparation of the triathlon patellar device in combination with rotatory malposition in the knee joint of probably the femoral component (but alternatively the tibial) has contributed to a local overload condition over the lateral facet of the patellar device causing anterior knee pain and hyperpressure damage of the polyethylene requiring revision surgery. The femoral and tibial components were not revised. The clinician does not confirm the malposition, hence, the event cannot be confirmed or root cause determined, the review states "the exact determination of malrotation issues in the knee requires a CT-scan that is not available for this patient" the exact cause of the event could not be determined because insufficient information was provided. Additional information, including CT scans are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
As reported: "patient complained of anterior knee pain." Update 10 april 2018, medical review indicates: the femur and tibial device have different rotatory projections with the femoral component skewed. Relative to the normal tibial projection, the femoral component has probably a rotatory malposition.